Event description:
It was reported that approximately three (3) months after implantation, during a routine post-operative checkup, it was found out that a proximal screw had backed out from the proper position. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Correction/removal number: proximal humerus, left, long, 8.5x240mm item# 47249624108 lot# 3082087, blunt tip screw, 4x40mm item# 47248604040 lot# 3081942, blunt tip screw, 4x44mm item# 47248604440 lot# 3082031, blunt tip screw, 4x48mm item# 47248604840 lot# 3076790. Report source- japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00672, 0009613350 - 2022 - 00673, 0009613350 - 2022 - 00674, 0009613350 - 2022 - 00676.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4; b5; d9; g3; g6; h2; h3; h6; h10 as no products were returned, visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. No medical reports were provided. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.